Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire was fractured approximetely 9mm proximal of the weld site. The proximal section of j stiffener wire measures approximetely 79mm and has migrated down lead body approximately 35mm proximal of weld site.